Event description:
A tandem mobi cartridge alarm was reported during the load process of the pump, but there was no adverse impact to the customer's blood glucose level. The customer followed instructions from technical support to remove the cartridge and deliver a 9-unit bolus, which completed successfully. The customer was then able to reload the original cartridge and resume insulin therapy, resolving the issue.